Event description:
This supplemental report is being submitted to correct the product code for the subject device from fdf to fds. See section d2.

Event description:
The customer reported to olympus that during an endoscopic mucosal resection of a nodule, resection was complicated by post resection hemorrhage. The evis exera iii gastrointestinal videoscope used in this case could not adequately retroflex, thus resulting in prolonged bleeding and significant procedural difficulty. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.